Manufacturer narrative:
An event of device deformity was reported. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined. Please note that per the instructions for use, the minimum recommended size delivery system for use with a 10 mm amplatzer septal occluder is an 6f.

Event description:
It was reported that on (B)(6) 2022, a 10mm amplatzer septal occluder was selected for implantation using a 7f amplatzer trevisio intravascular delivery system. During the procedure, during deployment, it was noted that the device had deformed into a cobra shape. The device was removed from patient anatomy and replaced with another 10mm amplatzer septal occluder. Amplatzer trevisio intravascular delivery system. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.